Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's investigation unit found that a button to be non-functional; exact button not provided. No adverse event reported. Product already received.